Event description:
It was reported that at a follow up the lead exhibited increased capture thresholds and decreased sensing. The physician suspected a lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.